Event description:
In 2007, nellcor received a report from a customer regarding a patient event. The caller stated that an unspecified fenestrated model tracheostomy tube was being used in conjunction with an ssv-speaking valve on a patient, while walking around and suddenly, the patient collapsed and went into cardiac arrest. The customer stated that "the end clinicians attempted to resuscitate the patient but hear lots of leaking sounds." The information provided does not confirm a malfunction of the device, however, the report did mention that a leak was heard. The caller stated that the facility is not releasing any further information regarding this event, but stated "tyco is not involved."